Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show collapsed samples. Additionally, 100 retained samples were visually inspected and revealed no collapsed tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: outside manufacturing heat source. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after transport of specimens using bd vacutainer® sst¿ ii advance plus blood collection tubes, one sample collapsed. There was no health impact or consequences reported.

Event description:
It was reported after transport of specimens using bd vacutainer® sst¿ ii advance plus blood collection tubes, one sample collapsed. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after transport of specimens using bd vacutainer® sst¿ ii advance plus blood collection tubes, one sample collapsed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation, which show collapsed samples. Additionally, 100 retained samples were visually inspected and revealed no collapsed tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: outside manufacturing heat source. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.